Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument associated with this complaint and completed the device evaluation. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy with bilaretal pelvic lymph node dissection procedure, the customer noted a broken cable on the large needle driver instrument as the surgeon attempted to grab the needle during suturing. There was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.